Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a weak circulation pump. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the device displayed alert 41 low internal flow. Circulation pump was replaced. Chiller pump found to not be working properly. Damage has been confirmed. Device underwent pm procedure. Chiller pump was replaced. Mixing pump was replaced. Heater was replaced and drain valves were replaced. Product testing is complete and confirms the product meets servicing requirements. The device passed all tests and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: b, f, h. Complete initial reporter phone number: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had low flow. Per additional information received via mail on 20jul2025, no the device will not be sent in for a bd-approved facility, preventative maintenance (2000 hour pm) and replaced chiller pump. Replacement of chiller pump and circulation & mixing pumps, heater and as 5000 drain valves. Replaced of chiller pump and circulation & mixing pumps, heater and as 5000 drain valves. The cooling pump has no water flowing into the water tank, damage has been confirmed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter phone number: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had low flow. Per additional information received via mail on 20jul2025, no the device will not be sent in for a bd-approved facility, preventative maintenance (2000 hour pm) and replaced chiller pump. Replacement of chiller pump and circulation & mixing pumps, heater and as 5000 drain valves. Replaced of chiller pump and circulation & mixing pumps, heater and as 5000 drain valves.